Event description:
It was reported that the patient experienced a cardiac tamponade requiring pericardiocentesis and repositioning of the lead. It was also reported that the lead was missing an anchor sleeve and that it could not be located in the packaging, the physician used a part of the lead end cap to attach the lead. It was further reported that the physician did not consider the tamponade related to missing anchoring sleeve. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.